Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported from our affiliates in australia, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the first deployed valve had been pushed lower into the left ventricular outflow tract (lvot) by the calcified leaflet resulting in moderate paravalvular leak (pvl). A second valve was deployed and the pvl became trace.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additionally, no relevant imagery was provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, device malposition and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. In addition, it is noted that calcification burden should be assessed prior to implant as it may be responsible for transcatheter heart valve (thv) malposition and paravalvular leak (pvl). Extremely calcified raphe, calcium in the center of the annulus, and small hooks of calcium should be taken into consideration as well when working up bicuspid patients. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for thv malpositioned and pvl were unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The bicuspid aortic valve screening manual instructs the operator on how to assess and classify bicuspid valve morphology, using echocardiography and computed tomography (CT), and provides recommendations on valve sizing and proper positioning, considering conditions specific to bicuspid valve. As reported, 'after the procedure, moderate pvl was detected due to valve being pushed lower into the lvot by the calcified leaflet.' In this case, the patient had a bicuspid native valve with moderately calcified annulus and severe aortic stenosis as reported. A bicuspid native valve can make it more challenging to deploy the thv due to the presence of atypical anatomical morphology (asymmetric leaflets, irregular annular shape, annulus/orifice mismatch, and/or aortic root dilatation). Likewise, the rigid characteristics of calcified leaflet/annulus could have caused the thv to shift downward upon deployment. It is likely that a combination of these patient factors contributed to the malpositioned thv. In this case, available information suggests that patient factors (bicuspid native valve and annular/leaflet calcification) may have contributed to the event. Due the valve being implanted too ventricular, it is likely that the pvl skirt was unable to properly seal against the annulus, resulting in pvl. The presence of calcified annulus could have also created an irregular contact and, thus, formation of pvl channels between the thv structure and cardiac tissue. In this case, available information suggests that procedural factors (thv malposition) and/or patient factors (annular calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.